Event description:
It was reported that the ventilator had a high rate alarm/low leak alarm during setup for use, and while running short self test performance tests. There was no patient involvement. The customer troubleshot with technical support and found that the customer did not have the whisper swivel in the circuit as required. Customer placed whisper swivel in the circuit and the device operated without further alarms. The customer was advised to perform short self test. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.